Event description:
Major pump unit(s) involved: device thrombosis. Specific component unit(s) involved: inflow graft malfunction/malposition, outflow, graft malfunction/malposition, pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: lvad rotor thrombosis. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition; pump drive unit malfunction. Additional text: p/n 102564, l/n 84108, fully thrombosed; p/n 102563, l/n 84097, fully thrombosed; hmii lvad, p/n 29257, s/n (B)(4); fully thrombosed. Other component: causative or contributing factor: no specific contributing cause identifier. Other cause: intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Other intervention : implant device type: lvad.